Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with ventricular tachycardia (vt). A commanded anti-tachycardia pacing (atp) was delivered by the physician. It was noted the atp accelerated the rhythm of this patient into the vf zone, and a shock was delivered and converted the rhythm. Possible causes were discussed and reprogramming efforts were performed. No additional adverse patient effects were reported.